Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found 3 plunger clamps, 3 lld contact springs, and 3 tip clamps in the reported problem area of the pipette assembly needed to be replaced. The clamps and lld contact springs were replaced. The instrument was tested without further problem and returned to service.